Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a polarity switch on their right ventricular lead due to high lead impedance on (B)(6) 2018. After the polarity switch to unipolar, the lead impedance was in range and stable but noise was present. The nurse evaluated the lead in bipolar configuration and confirmed the lead impedance was stable. Another polarity switch occurred on (B)(6) 2018 with high impedance. Patient was reported to have intermittent lightheadedness but states the symptoms may be correlated with their dialysis treatments. Programming changes were successfully made to resolve the noise and lead impedance measurements were stable. Patient would continue to be monitored before lead replacement would be considered. Patient was stable.